Event description:
Patient reported, left side rupture. Discovered with a muga scan. Healthcare professional, later reported, "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported " left breast grade iii encapsulation" and "free silicone".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as surgical impact opening. Capsular contracture: unable to observe as it is not related to the device. Additional observation: stress marks observed are assessed as non-penetrating nick. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.